Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set was involved in a simultaneous flow incident. According to the report, the secondary med (set) switched to primary (set) infusion and the set was faulty. This occurred during infusion of an unknown drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.